Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not see drops of insulin dripping out of the non- tandem infusion tubing. The customer observed insulin dripping out of the infusion tubing during the load fill tubing sequence after multiple infusion set changes were performed. The customer's blood glucose (bg) level was 270 mg/dl and a manual injection was administered to address the bg level.